Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue poor air/water supply was a foreign material in the nozzle, so it was possible that this was caused by a foreign matter clogged. Although we were unable to identify the root cause, we suspect that drug residues or detergent from the reprocessing process that could not be completely removed adhered to the nozzle during the procedure and became stuck. The root cause of the foreign material remained in the device, could not be concluded. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the subject device had foreign material in the air/ water nozzle, causing a clog. There was no patient involvement.